Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "foreign body granuloma", "microfilming infection", "edema", and "disfigured" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 cc of juvéderm® voluma¿ with lidocaine in the cheeks, 1 cc of juvéderm® volbella¿ with lidocaine in the tear trough, and 1 cc of juvéderm® volift¿ with lidocaine in the lips. Patient presented with facial edema and nodules 3 months later. Patient reported they experienced ¿balls¿ in lips. Patient ¿contacted the injecting hcp who has told [them] that it is impossible to have reaction with juvederm.¿ ¿then the balls appeared everywhere on [patient¿s] face and [patient¿s] head was completely disfigured¿. Patient consulted with a dentist, ear specialist and maxilo facial specialist. Hcp indicated: "histological examination of a lip nodule showed the appearance of a foreign body granuloma. Given the short reaction time (3 months), the absence of auto antibodies, and referring to recent papers published concerning the complications of fillers; I retained the diagnosis of microfilming infection, treated my patient with antibiotics and everything went back to normal." Patient was also treated with corticosteroids. Hcp went on to report: "the diagnosis of infection is confirmed. If it was a direct reaction to the product, it would be solved only by destroying it with hyaluronidase." This is the same event and the same patient reported under MDR ID# 3005113652-2018-00361 ((B)(4)), and MDR ID# 3005113652-2018-00510 ((B)(4)). This is the first MDR submitted for the suspect product, juvéderm® volbella¿ with lidocaine.